Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. One partial recapture was performed since the device had been deployed too distal. There were no other issues that occurred and no complications that were reported. The patient was discharged from the hospital as planned. On (B)(6) 2020 the patient was admitted to the hospital with shortness of breath. At this time a pericardial effusion was noted. The physician performed a pericardiocentesis and the patients condition improved. The patient remained in the hospital for observation. Deep vein thrombosis developed and lovenox was given. The patient was discharged from the hospital on (B)(6) 2020 doing fine following these events.